Manufacturer narrative:
Based on the perceval instructions for use, "a removed perceval s prosthesis must not be reimplanted, because its integrity is no longer ensured."

Event description:
A perceval valve was collapsed, but the nurse reported that the collapsing "felt different" than usual. The valve was inspected and deemed to be collapsed correctly. The valve was then implanted, and balloon dilation was carried out. Echo was performed and it was noted that the valve was leaking (central and paravalvular). The valve was explanted, and the scrub nurse and both surgeons tried to crimp the valve again, but were unable to. A new valve of the same size was opened, crimped and implanted without any problems. The same collapser was used for both valves. The added cross-clamp time resulting from the event was 20 minutes. The patient is doing well.

Manufacturer narrative:
The returned valve was received in generally good conditions. Visual inspection of the returned device confirmed the absence of non-conformities. A simulation of the collapsing phases was performed using the returned prosthesis and a demonstration accessory kit, in an attempt to replicate the reported event. No problems were encountered with positioning the returned valve, and slight difficulty was observed during the collapsing phase. In particular, while the inflow cap was correctly positioned over the inflow portion of the valve, some elements of the metallic crown were slightly overlapped on the outflow crown, despite being correctly covered by the dual holder plastic tube. It is not possible to exclude that the observed overlapping of the stent structure could be related to the reported collapsing difficulty; however, it was also reported that during the pre-implant procedure the valve was inspected and the surgeons were satisfied that the valve was crimped correctly, suggesting that the valve was properly collapsed prior to implant. Furthermore, it is necessary to consider that the observed behaviour could be the result of multiple collapsing attempts and subsequent valve explant. As reported in the perceval instructions for use, "a removed perceval s prosthesis must not be re-implanted because its integrity is no longer ensured". Consequently, this could be the potential root cause of the reported collapsing difficulty. Hydrodynamic testing was performed on the returned prosthesis and showed that the valve fully opened and closed, without revealing any coaptation issues or anomalies at normotensive conditions. The results confirmed that the device meets iso 5840 requirements, and it was not possible to replicate the reported event. Review of the data in the device history record confirmed that the returned prosthesis satisfied all material, dimensional and performance required for a perceval pvs23 at the time of manufacture and release. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic to the involved device.